Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: the complaint could not be confirmed or duplicated on investigation; the pump powered on to a clear, legible display.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.